Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately four days post hvad implantation in the right atrium (ra), the patient began to experience high power alarms. Preliminary log file analyses confirm high power beginning the day after implantation. The rvad was stopped and the patient was placed on extracorporeal membrane oxygenation (ECMO) for support. Two days later the patient was taken back to the operating room for pump exchange. The original implant was performed off-pump via a thoracotomy approach and had included restriction of the outflow graft to 7mm with hemoclips. Early postoperative flows were reported to be adequate. During pump exchange, positioning of the pump in the ra was not optimal and adequate flows could not be achieved. The pump was removed from the ra and placed in the right ventricle which appeared to resolve the flow issues. The patient returned to the intensive care unit post rvad exchange, but reportedly died six days later. Cause of death remains unknown at this time. The hvad pumps will not be returned to the manufacturer for analysis. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported the patient began to experience high power alarms the day after implantation; the patient underwent a pump exchange two days later. The patient returned to the intensive care unit post rvad exchange and subsequently expired. The device was not returned to the manufacturer for evaluation, however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via controller log files, which revealed multiple 'high watts' alarms. The most probable root cause of the reported 'high power' event can be attributed to thrombus formation/ingestion within the device; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. A clinical factor that may have contributed to the reported event is the patient's recent history of a pulmonary embolectomy. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition may have triggered alarms due to high power consumption. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.